Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint can be verified. Result pump: e6 and e10 were found in the history. The pump correctly triggered the e6 and e10 error messages due to temporary step loss. This can be caused by too high friction. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. History list: noting unusual was found in the mentioned time area of the history. Battery cover: the battery cover passed the optical inspection.

Event description:
On (B)(6) 2013 company representative reported the patient stated he had several issues with his infusion device, including occlusions. Company representative stated the patient reported he is now receiving mechanical error and when he changes the battery it only lasts 4 days. On follow up call on (B)(6) 2013 patient requested to be called back because he was sick. Patient reported he pulled the needle out and is not getting insulin and now his blood glucose level is elevated. On call back on (B)(6) 2013 patient reported he is in the hospital and needs the infusion device replaced. Patient stated he has been sick and is in the hospital since (B)(6) 2013. Patient reported he took his blood glucose level on (B)(6) 2013 evening and it was 575 mg/dl. Patient stated he was self-treating and was not able to get his blood glucose level down. Patient reported he began taking shots of 15 units of insulin on (B)(6) 2013 evening and he kept checking his blood glucose level every 2 hours all night. Patient stated he kept giving 15 units of insulin and could not get his blood glucose level to come down. Patient's normal blood glucose level was not provided. Patient reported his wife then drove him to the hospital. Patient stated he would not have been able to self-treat any longer and was not able to drive himself. Patient reported his blood glucose level was 551 mg/dl when he got to the hospital and they admitted and began giving insulin IV on (B)(6) 2013 at 8 am. Patient stated he remains in the hospital and still does not feel good and is vomiting. Patient reported they are doing more blood tests. Patient stated he called on (B)(6) 2013, felt sick and then had to hang up. Patient reported he changed the infusion set and refilled the insulin cartridge. Patient stated he inserted a new battery but it was still not working to get his blood glucose level down. Patient reported he received an e6 (mechanical error) message, and inserted anew battery; was not successful. Patient stated the hospital reported they did not want him to be discharged without a new insulin infusion device. Patient reported his trainer did call. Submitted request for assistance. On call back on (B)(6) 2013 patient reported he had a backup infusion device. Advised to switch to the backup infusion device. Patient stated the infusion device contributed to the elevated blood glucose level. Patient reported he was not sure if he was receiving insulin because the device kept giving an e6 and he could not clear it. Product was replaced and requested return of the alleged infusion device, battery and battery cover for evaluation.